Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this screw had fractured. There was also evidence of some unconfirmed foreign or biological material on the screw threads which could be left over residue from the patient's mouth, such as dried blood or fluids. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. (B)(4).

Manufacturer narrative:
Unique identifier (UDI) # - (B)(4).

Event description:
The dentist reported a fractured screw one year post restoration.